Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Also, thigh hematoma is not related to the device. Clinical, pharmacological, and patient factors including comorbidies are possible contributors to this type of event. Instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the patient was sent to emergency department (ed) on (B)(6) 2016 for dizziness and lightheadedness. Patient had worsening pain and swelling from left buttock to knee associated with bleeding. Patient had a left thigh hematoma. Patients inr was 3.4 and patient had taken 3mg of warfarin as directed. Ed labs were hgb was 5.8g/dl. Warfarin was stopped at the time of event. While in ed, inr was 6.6 and patient was given 1mg IV vitamin k for reversal then started on heparin bridge until inr was 1.8. Warfarin was then restarted on (B)(6) 2016. Event considered resolved on (B)(6) 2016 with therapeutic and stable inr. Patient was transfused 2 units prbcs. Hgb increased appropriately to 8.7g/dl and remained stable throughout the remainder of the hospitalization. Event considered resolved on (B)(6) 2016 with no other blood product requirements and stable hgb.